Event description:
The pt was undergoing spinal anesthesia for the purpose of a hysterectomy and d&c. At the completion of the procedure, the whitacre needle was removed and a snap was heard. The needle had broken near the tip and one inch of the needle was left in the pt. The fragment was removed under fluoroscopy. The pt was fine at the time but was transferred to another hosp due to pulmonary edema. The initial report does not believe that pulmonary edema was related to the broken spinal needle.

Manufacturer narrative:
No product return is anticipated. The pt is (B)(6) inches in height and weighs (B)(6). According to our medical director this could have contributed to a difficult procedure due to anatomy. However; the clinician did not note that pt anatomy as a complication. The clinician did not note if both the spinal needle and introducer were removed at the same time or not. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.